Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that the garment was digging into her skin causing cuts under her breasts. She also reported that the garment strap was causing redness on each side of her breasts. The patient's physician prescribed the patient a powder to use on the skin irritation and also advised that the patient to use a cream. Follow-up indicated that the patient was using the prescribed medication and that the rash was still the same. The patient went to her physician again, and the physician did not prescribe anything new. The medical outcome of the skin irritation is unknown.